Event description:
The aus device was implanted, date not provided. On 12/14/92 the pump was revised. On 07/16/97 the entire device was removed from the patient and replaced due to "recurring incontinence."